Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not completely expand and a balloon aortic valvuloplasty (bav) was performed. During the bav, hypertension was noted and rapid pacing was initiated. One heart beat was not captured during rapid pacing and the valve dislodged. Subsequently, the valve was snared upward and a second valve was implanted in the annulus. No adverse patient effects were reported.